Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported there was a slow leak out of the dialysis lock and luer port of the custom tubing pack. The customer reported that she saw minor leaking of priming fluid out of the dialysis lock and luer port. The pack was switched, but she tried to tighten the cap but didn't help. There was no harm or injury to the patient.

Manufacturer narrative:
The product was returned to the supplier for testing and a leak was confirmed. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported there was a slow leak out of the dialysis lock and luer port of the custom tubing pack. The customer reported that she saw minor leaking of priming fluid out of the dialysis lock and luer port. The pack was switched, but she tried to tighten the cap but didn't help. There was no harm or injury to the patient.